Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_ 12.6 implantable collamer lens of diopter -11.50 into the left eye (os) on (B)(6) 2024. The patient experienced a low vault and significant reduction of iridocorneal angles. The lens was implanted, removed and replaced intraoperatively with a lens of the same model, longer length and the problem was resolved. The reporter indicated the cause of the event, the device.cause details provided: "lens size of 12.6 implanted, as recommended by the reinstein formula. The intraoperative vault(measured using artevo ioct) was low (-250 um) exchange to 13.2 was performed with vault returning to a reasonable height -800)".

Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. (B)(4).